Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is in the hospital and her blood glucose went up to 488mg/dl. The mother stated that the customer was placed on a feeding tube. The customer experienced thirst, frequent urination, ketones in her urine, and stomach pain. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. However, the basal rates and bolus wizard settings were correct. The drive support cap appears normal. Assisted the customer to run a manual prime and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to continue testing. No further information was provided.